Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The probe was returned to the manufacturer for evaluation. Testing found that the probe tip was visibly twisted. When attached to an instrument tracker, the unit returned good geometry and divot error readings. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the pedicle probe was reported to be damaged. There was no patient present when this issue was identified.